Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B) (6) 2010, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra meter would not power on. This complaint was classified based on the customer care advocate (cca) documentation. The pt alleged that the product issue begain on (B) (6) 2010. It is not known when the pt had tested last and what readings she was obtaining from the alleged meter prior to when the issue started. The cca documented that the patient manages her diabetes with oral medication (medication specifics not provided). The pt confirmed that she did not change her usual diabetes regimen despite the alleged meter issue. Two weeks after the alleged power issue began, the pt claimed she developed "shakiness." It is not known if the pt was able to test her blood glucose with any meter at the onset of her symptom. The pt denied receiving medical treatment for an acute complication of diabetes since the reported product issue occurred. During the troubleshooting session, the cca verified that the subject meter did not turn on with power button or with the insertion of the correct test strip. The cca determined that the battery required replacement per the owner's manual recommendation. The pt did not have a replacement battery available at the time of the call. Replacement products were sent to the patient. This complaint is being reported because the pt claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of hypoglycemia after the alleged power issue began.